Event description:
During implant procedure that device interrogation revealed loss of capture on the right ventricular (rv) lead. The physician elected to use another rv lead. There were no patient consequences.